Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error randomly. Customer's blood glucose was 47 mg/dl. The customer was treated with food. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a35 error alarm and motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. The insulin pump has cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.